Event description:
The recipient reportedly experienced sound quality issues. A CT scan revealed electrode migration.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. On (B)(6), 2023 repositioning surgery occurred. The recipient was successfully reactivated. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.